Manufacturer narrative:
Date of event is estimated.

Event description:
A consumer whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that he experienced a loss of therapy. It was indicated that he wanted to wrench it up as it was not working well anymore. He was leaking like mad and his urgency was back. It had gotten worse lately. The therapy was off and he was not feeling stimulation. Patient was instructed to turn it on and he was on program #3 at 4.5 v. He put program at 3 at 4.4 v. Two weeks later, the patient further reported that for some reasons, the device turned itself off and stopped functioning. It was indicated that the technical services helped him through steps to restart and then reprogrammed it. The leaking and frequency had been resolved and it was 50-70 percent better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.